Event description:
A report was received on 29 apr 2024 from a health care professional (hcp) at a critical care facility who stated a dialysate bag broke when initiating renal replacement therapy on (B)(6) 2024. There was no adverse impact to the user or patient.

Manufacturer narrative:
No product was received for evaluation. A supplier corrective action request has been opened to address this with the contract manufacturer. An 806 notice has been provided to the FDA.